Event description:
It was reported that the patient presented to the emergency department (ed) with "multiple loud red alarms" on (B)(6) 2025. The patient was unable to recall what the controller screen said at the time. The patient completed a controller exchange himself prior to arrival to ed. The backup battery (ebb) in the primary controller was due to be changed, which was completed. The patient was provided with a new controller to serve as backup controller. The patient presented again to the ed on (B)(6) 2025 with multiple red ¿low battery¿ alarms. They stated that their batteries were fully charged at the time. The batteries were not due for calibration. The patient completed a controller change again prior to presenting to ed by connecting the backup controller to the mpu and then changing over their driveline. Per the patient, the pump stopped at one point after completing the controller change and they were unresponsive for about 1 minute. Prison guards corroborate this statement. Log files were attached for review. The event log started capturing intermittent low power advisory alarms while connected on battery power on (B)(6) 2025 at 13:34 until 13:52 when the driveline was disconnected causing a pump stop. The driveline was reconnected 14:04 and disconnected again 14:08 during this time the event log file continued to capture low power advisories. At 14:10 the driveline was reconnected and captured low power advisory & power cable disconnects on the black power lead. The alarms resolved upon reconnection to of the black power lead to the mobile power unit (mpu) at 14:11. It was recommended to check/clean battery and clip connection contacts. Otherwise, there were no notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to battery power was confirmed via the log files. The reported event of the driveline disconnect alarms was confirmed via the log files. The system controller did not return for analysis. The system controller event log file was reviewed, and timestamps span approximately 17 hours (23:20:06 on (B)(6) 2025 to 16:48:00 on (B)(6) 2025). Throughout the log file, intermittent low power advisory alarms not associated with routine battery depletion were captured as the bus voltage of the white power cable dropped. These alarms occurred while connected to battery power and cleared as the bus voltage returned to a normal level. Twice on (B)(6) 2025, the driveline was disconnected and reconnected; a specific cause for both driveline disconnect events could not be conclusively determined. Additionally, on (B)(6) 2025, no external power alarms were active as the white power cable bus voltage was lower than expected, and the black power cable was disconnected. There were no other remarkable events or alarms found within this log file. The pump maintained a speed within the expected range throughout the log file. The root cause of the low voltage alarms could not be conclusively determined during this investigation. The root cause of the driveline disconnect alarms could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ detail the two appropriate methods in which the system controller can be exchanged. Within this section, it emphasizes the user to not attempt to change their system controller without having a trained, competent caregiver at their side to assist. It further instructs the user to follow all alarm instructions, including calling the hospital. Failure to do so may result in injury or death. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline disconnect, no external power, and low voltage alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.